Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a solent omni thrombectomy system in four pieces, three of which were part of the catheter of the device. The pump, effluent/supply line, shaft and tip were microscopically and visually inspected. Blood was present outside and inside the device and 200ml of blood in the attached waste bag. The device was hard to flush during the disinfection process due to the condition of the device. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. There was numerous kinks and damage throughout the catheter shaft and hypotube of the device. The catheters proximal shaft was detached 6.5cm distal of the strain relief and was in three pieces. The hypotube was detached 8.5cm distal of the strain relief and in two pieces. The separated ends of the proximal shaft appeared to be jagged and damaged, which indicates that the separations were due to tensile overload. The separated ends of the hypotube were ovaled, indicating that the hypotube was kinked prior to separation. The device was unable to be tested due to the condition of the returned device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter's material frayed. An angiojet® solent¿ omni catheter was for an arterial thrombectomy procedure. While the physician was performing the thrombectomy, the catheter began to weaken and fray on a portion of the catheter that entered into the patient. There was no known cause of this damage; it occurred during general usage. The catheter was removed from the body and another angiojet® solent¿ omni catheter was used to complete the procedure. No patient complications were reported. The patient condition after the procedure was fine.